Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had cluster cubie failures. A field service engineer (fse) reseated the row board cable for drawer main 4.2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es irlab pockets showed not connecting to bus and appeared to be crossing over to health sight viewer (hsv). The configuration screen did not display a pocket in that location; however, when accessing inventory and entering a drug name, a pocket was associated and allowed the user to proceed. After entering the drug, the drawer opened and automatically pushed out the pocket. The system then prompted whether the pocket had popped out; upon selecting yes, the pocket was ejected, and after reinserting it, normal functionality was restored. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.